Event description:
The customer reported receiving erroneous low free t4 result on one patient sample that was generated by the access 2 immunoassay analyzer. The sample was reported out of the laboratory and currently the effect to patient is unknown. The sample was repeated on the same unit and low result was recovered. The sample was repeated a second time and result within acceptable range was recovered, which better matched the expected result and was reported out of the laboratory. These results are all within the free t4 assay precision claim of 10%. The customer would not provide any sample information. On (B)(4) 2011, a system check was performed as was within specifications. On (B)(4) 2011 a filed service engineer (fse) was unable to note any findings with the instrument.